Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that while sleeping, the infusion set tubing came apart at quick release. It had occurred on three occasions and the infusion was used three times on different days. The site was the abdominal area and the pump was worn on her bra. The infusions were stored at normal temperature. Also, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available.